Event description:
Robotic prograsp instrument tip broke during procedure, while inside the patient's abdominal cavity. Instrument immediately removed and replaced, no harm to patient. FDA safety report ID# (B)(4).